Manufacturer narrative:
It is reported the closure top was discarded therefore no product evaluation can be performed. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 0002184052-2016-00231.

Event description:
It is reported the set screw (closure top) threads stripped/cross threaded while it was threaded into the reduction sleeve at the transition thread in the sleeve when it transitions to the tulip head threads of the polyaxial screw. This was a brand new sleeve that had only the one set screw through it. It removed half of the threads of the set screw and damaged the sleeve transition thread. A new set screw was able to be placed down the sleeve to finish the case and no further issue was seen. Upon further investigation the transition thread on the bottom was grossly malformed and pushed away from the threads. The was no impact to the patient and the case was not delayed. The sales associate reported the set screw (closure top) was discarded, however he reports one side of the threads were removed.